Event description:
It was reported that the wake button was not working. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Customer pressed the wake button multiple times and the wake button performed as intended. The customer continued to use the pump for insulin therapy.